Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70, serial/lot: (B)(4)/ 21229637, description: infusion 16 lead kit 70 cm. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, review of the complaint report, device history and sterilization records were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient no longer felt stimulation on her left side. The physician determined that the lead had migrated. A revision procedure was performed and the leads were replaced. No malfunction was suspected. Patient is doing well post operatively.